Event description:
The customer reported that a speaker malfunction inops was displayed. The device was in use at time of event, there was no adverse event reported. The philips field service engineer want for onsite service and confirmed that no sound was coming from the device. The speaker and the mainboard was replaced.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction - audio is not confirmed. The device was in use at time of event, there was no adverse event reported.